Manufacturer narrative:
The explanted lead was discarded by the hospital and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented for a routine follow up two months post-implant. Loss of capture and decreased r-wave amplitudes were observed. An x-ray was performed, which confirmed the rv lead was dislodged. The patient was hospitalized and the revision procedure was performed five days later, where this lead was explanted and replaced. No additional adverse patient effects were reported.